Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. Review of the device data indicates that the first priming sequence ended at 46 pulses and deactivation occurred at 64 pulses. While timeouts were observed in the device data, the device was able to recover from the timeouts. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. No housing or environmental seal damage was found. Although the needle mechanism was reset and fired properly during the investigation, the cause for the reported needle mechanism failure could not be determined.